Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an inpact 018xl drug coated balloon was used during treatment of a fibrous plaque soft tissue lesion in the left proximal mid distal superficial femoral artery and popliteal artery involving 100% stenosis, a 250mm lesion length, and a 6mm vessel diameter. A 6fr non-medtronic (ansel 55) sheath and a 7mm spider fx embolic protection device were used. The vessel was prepped with a hawkone m atherectomy device and multiple inflations of a 5x120 chocolate pta balloon prior to use of inpact 018 xl balloon. The vessel was pre-dilated using a 2×150 nanocross pta balloon, and the inpact 018xl balloon was inflated using an inflation device with 50/50 contrast. A delay in surgery of 10 minutes occurred when a balloon twist and inflation difficulties were observed at 8atm. A dog-bone/twist was visible within the balloon in the vessel, with no leaks noted. The device was safely removed from the patient, and the procedure was completed using new inpact 018 6×100 and 6×120 balloons. No patient complications have been reported as a result of this event.